Manufacturer narrative:
Complete information for patient information, patient identifier =(B)(6); sid (B)(6); and (B)(6). An evaluation is in process. A final report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely depressed architect tsh results on three patients. The results provided were: on (B)(6) 2019 (B)(6) = 0.321uiu/ml / repeat = 1.29 / 1.30; sid (B)(6) = 0.34 / 1.74uiu/ml; (B)(6) = 0.12 / 0.45uiu/ml (reference range 0.35-4.94uiu/ml). There was no reported impact to patient management.

Manufacturer narrative:
Investigation into the customer's issue included a review of the complaint text, a search for similar complaints, review of field data and a review of labeling. Return testing was not completed as returns were not available. Review of complaint activity determined that there is normal complaint activity for likely cause lot 92597ui00. Tracking and trending report review for the architect tsh assay determined that there are no related trends associated with the complaint issue. Using worldwide field data, the historical performance of reagent lot 92597ui00 was evaluated and compared to the performance of all architect tsh reagent lots in the field. This evaluation indicated that the patient median result for lot 92597ui00 was within two standard deviations of the overall median for the assay. Therefore, no systemic issues were identified for the reagent lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect tsh assay was identified.